Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Note: a review of the instrument logs reveal a sureform 60 white reload and a number of sureform 60 blue reloads were used during the case. Therefore, refer to medwatch report (MDR) with MFR. Report #2955842-2026-19854 for MDR submission of the event against a sureform 60 blue reload.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, a sureform 60 reload fell inside the patient's abdomen several times during the procedure. The initial reporter indicated that no staples were left inside the patient. However, it is unclear if the stapler reload was retrieved. The procedure was completed with a delay of 15 to 30 minutes.